Event description:
The physician intended to use an nc sprinter rx balloon to post dilate a resolute integrity drug-eluting stent. It was reported that on inflation of the nc sprinter balloon, blood was observed to be seeping into the balloon and down the catheter, which indicated a tear on the balloon. The delivery system was removed from the guide catheter and no clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The balloon had been inflated. Pressure was applied to the device and liquid was seen exiting the balloon. An approximate 4mm longitudinal tear and 1mm radial tear were located on the balloon working length. The distal tip was damaged.

Manufacturer narrative:
(B)(4). Evaluation results: related to operational context (root cause of issue is most likely procedural related). Evaluation conclusions: operational context contributed to event (root cause of issue is most likely procedural related).